Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that in effort to narrow down the problem, the safety disk was replaced but it wasn¿t causing the autofill failure. The autofill failure was caused by a worn out test catheter that the biomedical engineer (biomed) was using, and when replacing the test catheter for a new one, the biomed used it without the extender tubing at first which is why the machine had autofill failures. The pm was completed and no additional failures were reported. The biomed performed all calibrations and functional checks required. The iabp was released for use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an autofill failure 3 0, during a preventative maintenance (pm) performed by the customer. There was no patient involvement and no adverse event was reported.